Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 410 mg/dl to over 600 mg/dl with high ketone levels. Correction boluses via the pump were delivered to address bg. Reportedly, the pump supplies were changed to address the issue. The customer continued to use the pump for insulin therapy.